Manufacturer narrative:
Sample was received for evaluation: DHR - no anomalies noted. All test results passed procedural specifications. Failure analysis - an image of the product was provided. Reviewing the image it seems that a piece of the traveler was inadvertently included within the glassine bag. The complaint has been confirmed based on the image provided. Root cause - a 6m (man, method, machine, materials, measures and mother nature) root cause analysis was performed, and it was observed that the cause of the issue was related to man. Each unit card (loaded with (B)(4) patties) is loaded into the glassine bag manually by operators. Then (B)(4) completed unit are loaded into the clear gusseted bag which is then closed with a flex tie and placed in a shipper. This shipper is then sent out for distribution to other suppliers. Therefore, the most probable root cause lies in operator error. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that on (B)(6) 2019, a pack of 245412 bulk surg pat 1 x 3 was opened and brought on to the sterile set-up. During the rest of the set-up, the sterile contents were unpacked and a piece of paper ( what appeared to be a quality assurance tag), was found. This item is not supposed to be in the pack. There was no reported adverse event nor delay.